Event description:
Heavy metal toxicity, mercury being the highest, nickel and other toxins found by neurologist after testing. Amalgam in approx. 20 teeth is the source: it has caused major health issues. The toxins in teeth fillings with the amalgam have caused issues in major organs of rptr's body but the most difficult of all is rptr's child was born with a congenital birth defect - congentital hypothyroidism- born without a thyroid. Prior to that; rptr miscarried 8 times. Anxiety, depression, bowel, fluid retention insomnia, rashes, hashimoto's disease etc. Rptr had to quit working years ago, and the financial and health issues involved are too numerous to mention.